Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flows on (B)(6) 2022. The patient was put on a centrimag on (B)(6) 2022 for right heart support. The patient had right heart failure, but was critically stable and routine care was being continued. The patient was stable at the time of the low flow alarms. The patient had right heart failure prior to device implant, and a device related issue did not contribute to right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. Evaluation of the submitted log files confirmed low flow alarms, however, a direct cause could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed that the patient experienced low flow fault flags when the flow dropped below the low flow threshold of 2.5 lpm. Of these fault flags, many lasted longer than 10 seconds and low flow alarms were triggered. The flow then increased to normal parameters. There were no other atypical events in this log file. The pump appeared to function above the low speed limit for the remainder of the log file. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.